Event description:
Procedure type: anterior resection. According to the reporter: the gun was inserted and misfired. Staples were left in the gun. A competitors device was also used and misfired. Another instrument was opened to complete the procedure. Surgery was extended about 30 mins. No transfusion was required. Pt currently is well, no pt injury was reported, no further pt details were disclosed.

Manufacturer narrative:
.